Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer¿s (prm) handle was replaced as it had been broken due to being dropped. The defective inverter was replaced together with the inverter cover which melted due to the defective inverter. The prm passed all other incoming tests thereafter.